Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found residue on the lens as well as the haptic torn and bent. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.5/+2.0/162 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.